Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they were in the emergency room on oxygen and an IV as they had turned their device off and tried to change programs but they were still feeling electrical shocking in their vaginal area. The patient called the inbound line that same day and stated they ended up in the emergency room from ¿this thing¿ and that they had sent them home as it was stated there was nothing they could do for the patient. The patient reported they were having extreme pain in their vagina. Support link provided the patient with the number to call for patient services during their business hours. The patient reported to patient services that two nights ago, they had started having vaginal spasms. The patient stated they could not figure out how to lower their stimulation but the spasms stayed the same. The patient stated they had gone to the emergency room (ER) for spasms and having shortness of breath. The patient reported the emergency room (ER) stated there had been nothing wrong with them and the patient noted they had always had spasms before the implant however in the past two days they had gotten worse. The patient was going to follow up with their health care physician (hcp). Patient services also walked the patient through the remote. There were no further complications reported.